Event description:
A passeo-35 balloon catheter was selected for treatment of a moderately calcified lesion with 80 percent stenosis degree in the moderately tortuous sfa. The balloon easily reached the lesion without resistance and without using force. When the balloon inflation was attempted, there was no reading on the atm dial and the balloon was not inflating on fluoro. It was noticed that the inflation fluid was in fact leaking out of the wire lumen.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a video taken in the cathlab was reviewed. In the video provided the physician attempts to inflate the balloon with a syringe via the inflation port of the complaint instrument during which water leaks out of the guidewire port. The technical investigation showed that the balloon has been inflated and was partially deflated in the as-returned state. Functional testing was performed during which the balloon opened but the pressure did not hold since water was leaking from the guidewire port. The reported complaint event could thus be reproduced. However, despite detailed microscopic inspection and subsequent dissection of the instrument, the leakage site could not be identified. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is inflated and tested for air tightness by means of a pressure test and a helium leakage test. Based on the conducted investigations, no material or manufacturing related root cause was identified. The final root cause for the reported event could not be determined.